Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the customer experienced low blood glucose (bg) level of 52 mg/dl. Reportedly, the customer did not have a continuous glucose monitor (cgm) and solely used the meter bg readings to monitor bg level. Subsequently, customer over-estimated the amount of insulin needed to address bg level. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Reportedly, customer continued to use the pump for insulin therapy.